Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawer had not been detected on the bus and the back of the long pyxibus cable was sparking, and it looked like a piece was chomped out of it. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a drawer and not detected on bus. The field service engineer performed a t-shot and identified a faulty retractor band. During inspection and testing, it was brought to the engineer¿s attention that there had recently been a water leak in the ceiling above the device, after which the device began exhibiting unusual behavior. The engineer completely powered down the device and thoroughly inspected each drawer and cable for signs of water damage. While no obvious signs of fluid damage were found, the engineer did identify one area where water may have entered. The engineer tested the drawers and overall device functionality, and the user verified proper function and operation. While inspecting the device for potential water ingress, the engineer also verified all connections, including bus, cables, and harnesses. All device functions drawers, scanner, and keyboard were tested and verified with no issues found. The user confirmed successful operation.